Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent during a procedure. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The lesion was pre-dilated. It was reported that there were inflation difficulties during stent deployment. The patient is reported to be alive with no injury.

Manufacturer narrative:
Additional info: an attempt was made to use one resolute integrity rx coronary drug eluting stent during a procedure. The lesion in the proximal lad had no calcification and no tortuosity. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device inspected before use. Negative prep was performed with no issues noted. The lesion was pre-dilated. No resistance was noted while advancing the device to the lesion. It was reported that there were inflation difficulties during stent deployment. Pressure of 9 atm, and then 16 atm was applied. The balloon completely failed to inflate. The stent was not implanted. The procedure was completed with a 3.5x38mm resolute integrity. The patient is reported to be alive with no injury. The same inflation device was used with other devices both before and after the inflation difficulties with the resolute integrity. The issue was not that the device could not expand fully in the lesion due the vessel morphology. Nor was it based on the inflation pressure applied. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. The balloon folds were intact. Deformation was evident to the 36th, 37th and 38th distal stent struts with the struts bunched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. The device returned with blood visible inflation lumen. A kink was evident on the distal shaft. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal shaft material. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a puncture site on the distal shaft material approx. 5.6cm proximal to the distal tip. The material was protruding outwards at the puncture site. The distal shaft tubing was cut proximal and distal to the puncture site. There was a puncture site on the inner member underneath the puncture site on the distal shaft. The material was protruding outwards at the puncture site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.